Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 29mm sapien 3 transcatheter heart valve, by transfemoral approach. There are calcified plaques in both proximal common iliac arteries, normal appearance of the external and common femoral arteries. The valve was deployed successfully. There were no difficulties during insertion of the esheath or delivery system. Upon removal of the esheath it was noted to be "split" at the distal part. No vascular complication occurred, and closure was uneventful. Successful implant. The sheath was likely caught on calcium during insertion, however no unusual or increased push force was felt. As per pre-decontamination evaluation of the device, distal tip torn was observed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation and the following was observed. The sheath was fully expanded as designed. Distal tip torn along the distal edge of the liner seam and extends radially. The torn piece remains attached to the distal tip. Distal tip was opened along the axial score with evidence of stretching. All score lines present. Imagery was not provided for review. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''on removal of the esheath it was noted to be "split" at the distal part''. Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the sheath distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was previously initiated to drive corrective actions. The CAPA is closed as the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing non-conformance identified during evaluation.